Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.additional information was received; the device was explanted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states a voltage alert. Data analysis identified this voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended. No adverse patient effects were reported, and this device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported, and this pacemaker has not been returned.

Event description:
It was reported that this pacemaker recorded a code 1003, which states a voltage alert. Data analysis identified this voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended. No adverse patient effects were reported, and this device remains in service.